Event description:
Reporter stated that the surgeon inserted a single piece collamer intracoular lens model cc4204bf into patient's eye and wasn't able to get the lens to sit properly in the patient's capsular bag. The surgeon cut the lens in half to remove it from the eye and replaced it with a 3 piece lens. No patient injury. The reporter stated that there was no problem with the lens. It was due to the patient's anatomy.